Event description:
A malfunction alarm identified as malf 1 was reported, there was no reported adverse impact to the customer¿s blood glucose level. The issue occurred without any notable preceding events, and the cts determined that the pump could not be reset. Consequently, a replacement pump was sent to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.